Event description:
It was reported that a patient experienced air embolism, hypoxia, and cardiac arrest. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath was used. As the farawave catheter was taken out of the body, about 5 minutes after, the patient had no pulse and was destating quickly. The electrophysiology (ep) team tried to intervene, and at first, they thought that it was an air embolism. Multiple surgical teams were called in to assist in saving the patient. It is unclear exactly what occurred, but contrast was injected into the coronary arteries, followed by the placement of a balloon. The patient was immediately transported for a computed tomography (CT) scan. No air was detected on intracardiac echocardiography (ice) or x-ray. It is possible that the patient experienced a reaction to nitroglycerin, combined with a weakened right ventricle. The patient was hospitalized, but the outcome of the event is unknown. The device is not expected to be returned for analysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. B5. Describe event or problem: corrected. Investigation summary: based on the available information, although the product was retained by the customer and could not be returned, we have determined that air embolism, hypoxia, cardiac arrest, and allergic reaction are known inherent risks of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. "Risk review: a risk review performed for the faradrive device confirmed that the events of air embolism are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the information provided, the reported event of air embolism, hypoxia, cardiac arrest, and allergic reaction are known inherent risk of the faradrive device. Allergic reaction is considered within the risk threshold of procedural related side effects and hypoxia is considered within the risk threshold of respiratory complications. Air embolism, cardiac arrest, respiratory complications, and allergic reaction are expected procedural complications addressed within the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that a patient experienced air embolism and cardiac arrest. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath was used. As the farawave catheter was taken out of the body, about 5 minutes after, the patient had no pulse and was destating quickly. The electrophysiology (ep) team tried to intervene, and at first, they thought that it was an air embolism. Multiple surgical teams were called in to assist in saving the patient. It is unclear exactly what occurred, but contrast was injected into the coronary arteries, followed by the placement of a balloon. The patient was immediately transported for a computed tomography (CT) scan. No air was detected on intracardiac echocardiography (ice) or x-ray. It is possible that the patient experienced a reaction to nitroglycerin, combined with a weakened right ventricle. The patient was hospitalized, but the outcome of the event is unknown. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.